Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a high blood glucose reading. The caller noted that the customer passed away at home on (B)(6) 2015. The cause of death was heart disease. The caller stated that she is unsure, could not recall, what the customer's exact blood glucose reading was at the time of death, but the reading was high. The customer was wearing the insulin pump at the time of death. The caller did not know if the customer used sensors or if one was worn at the time of death. The caller stated that they do not know where the insulin pump is at this time. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.